Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record did not identify any manufacturing nonconformities issued to the reported lot. The reported patient effects of hypotension, cardiogenic shock, cardiac arrhythmia (tachycardia) as listed in the mitraclip gen 4 system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported hypertension, cardiogenic shock, tachycardia, EKG/ECG changes were due to a combination of the patient¿s preexisting condition and the procedural circumstances. The additional therapy/non-surgical treatment (cardioversion) and additional therapy/non-surgical treatment (iabp) were a result of case specific circumstances as cardioversion was performed and an intra-aortic balloon pump (iabp) was inserted respectively. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter device referenced is filed under a separate medwatch report.

Event description:
This is filed to report the patient going into cardiogenic shock. It was reported that the patient presented in critical condition with right heart failure, dilated left atrium and mitral regurgitation. Prior to the mitraclip procedure, the patient had been hospitalized for two weeks and was expected to continue with a prolonged hospitalization post mitraclip procedure. The mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. First, an ntw clip was implanted. A second clip delivery system (cds) was advanced and placed on the leaflets; however, when closing the clip to perform leaflet insertion, the patient¿s heart rate increased, blood pressure dropped, EKG changes were noted, and the patient went into cardiogenic shock. Cardioversion was performed, a balloon pump was inserted, and the patient stabilized. The cds and was removed without deploying the clip. Mr was reduced to 3. Per the physician, the patient did not tolerate the mitraclip procedure very well due to their presenting critical condition. After removal of the mitraclip system, the atrial septal defect (asd) was closed with a closure device. Post procedure, the patient was stabilized in improved condition. No additional information was provided.